Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer blood glucose level was 538 mg/dl. The customer was assisted to program meter to the insulin pump. The customer has high blood glucose when he test his meter to send blood glucose to insulin pump. The customer declined troubleshooting and they will take correction insulin. The insulin pump will not be returned for analysis.